Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a catheter with the body cut off below the juncture hub. The catheter was leak tested by injecting water through each extension line with the distal end occluded. Leakage was observed from the juncture hub when the proximal lumen was pressurized. Microscopic examination found a hole in the juncture hub at the base of one of the suture wings. A review of the device history record was performed with no relevant findings. The provided instructions caution that alcohol and acetone can weaken the structure of polyurethane materials and to not expose the catheter to pressures above 50 psi. Information regarding chemical contact and pressures applied were not provided. A probable cause could not be determined. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the PICC was in situ for 7 days. In the ICU when flushing, the hub leaked at the joint of the lumens. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.